Event description:
The product was returned to zoll for service, during eval of the device, the device displayed "defib fault 108" and "defib fault 80" messages. There was no pt involvement in the reported malfunction.